Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer's esc and act buttons were unresponsive when he attempted a bolus delivery. Customer's blood glucose was 157 mg/dl. Customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump received with no button response, due to lcd keypad connector. Insulin pump was received with minor scratches on display window and cracked reservoir tube lip.